Event description:
It was reported that the femoral impactor pad fractured during knee arthroplasty upon impaction with the femoral component. Another device was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Visual examination of the returned product shows that the impactor pad is broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to the over 9 years of use in the field. The complaint has been confirmed by the returned device being fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. .